Event description:
On 10/12/2006, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the pt on 10/17/2006, to obtain/verify info. The mas also listened to the call between the pt and customer care advocate (cca). On an unspecified day during the week of 10/01/2006, the pt experienced an episode of hypoglycemia. Around 11:00 am, that morning, the pt got a reading of 160 mg/dl on the reported meter after eating breakfast. Based on the meter reading, the pt took 4 units of sliding-scale regular insulin as well as a daily morning dose of 35 units nph insulin. About 1/2 an hour later, the pt was driving and began to feel shaky, light-headed, and dizzy. The pt pulled over on the side of the road, drank orange juice, and immediately tested himself again. He got a reading of "140 or 145 mg/dl" that he felt was inaccurately high. On 10/11/2006, the pt had another hypoglycemic episode. At 11:00 pm that evening, the pt got a reading of 168 mg/dl on the reported meter and was asymptomatic. He took his daily evening dose of nph insulin and then went to bed. He did not take any sliding-scale insulin. About 2 hours later, the pt's daughter was not able to wake him up from his sleep. She called the paramedics around 1:00 am. The paramedics obtained a reading of "35 or 39 mg/dl" using an unidentified device. They took the pt to a hospital where he rec'd IV glucose. He was discharged from the hospital about 3 hours later when he started feeling better. The hospital got a reading of 122 mg/dl from the pt before he left. The customer care advocate (cca) walked the pt through 3 control solution tests that failed. The pt was using a correct technique for testing with the reported meter. The test strips appeared to be in good condition. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: on two separate occasions, the pt obtained relatively elevated blood glucose results on the meter and then took insulin. In each case, the pt developed symptoms of hypoglycemia and required glucose treatment. The reported meter failed 3 control solution tests high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.